Event description:
It is reported that the patient's study medication was discontinued after the previously reported gi bleed. It is reported that the patient suffered an mi approx 2 months post index procedure. Clinical events committee adjudicated the mi to be consistent with an arc mi.

Manufacturer narrative:
(B)(4). Results: hemorrhage.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the lcx during index procedure. A staged procedure was carried out approximately 1 month post the index procedure during which an endeavor sprint rx drug eluting stent was implanted in the 2nd diagonal branch. It is reported that approximately 13 months post index procedure, the patient experienced bleeding event "stool sample was positive for blood." The investigator has indicated the event was not related to the study device.